Manufacturer narrative:
The t:slim g4 user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact believed that the customer had not received a bolus. The customer's blood glucose level was 487 mg/dl and the contact was able to deliver a correction bolus to address bg level. During troubleshooting with tandem technical support (cts), cts identified that the customer received an incomplete bolus alert in the pump logs. Cts advised that the bolus was not confirmed and not delivered. The contact acknowledged.